Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, rtos (real time operating system) cpu assembly, cine bridge pcb, cine hard disk drive and ups (uninterruptable power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.